Manufacturer narrative:
Reported device returned on 01/05/2017 for related reported event 1820334-2016-01627. This report 1820334-2017-00233, is being submitted to capture additional failure of the reported device noted upon receipt for evaluation under 1820334-2016-01627. (B)(4). The device is currently under evaluation.

Event description:
As reported to customer relations, after the chronic total occlusion (cto) in the proximal superficial femoral artery procedure was finished, the introducer would not come out of the body. The physician pulled on the introducer and it came apart while inside the patient. There was not a dilator in at the time. This event was reported on 1820334-2016-01627. During visual inspection of the returned complaint device for reported event, 1820334-2016-01627, the hub was found to be separated from the sheath and sheath tubing material separation was observed. This report 1820334-2017-00233, is being submitted to capture additional failure of the reported device noted upon receipt for evaluation under 1820334-2016-01627.

Manufacturer narrative:
Evaluation- a review of the complaint history, device history record, quality control, trends, and a visual inspection with measurements were conducted during the investigation of this event. A kcfw-6.0-18/38-45-rb-anl0-hc sheath tubing was returned in 5 segments as well as the check-flo assembly was found to be separated from the sheath. All of the tubing segments were connected by intact exposed coiling. The tubing was frayed at the separation sites displaying signs of elongation, and hemostat marks were observed at several sites on the tubing. The tubing segments were measured and the overall length was found to be 56.4 cm, which can be attributed to elongation resulting from use. The sheath flare had a ruffled appearance. The flare size was tested using a go no-go flare gage and was found to pass, additional dimensional verification was performed to confirm that the device was manufactured with the correct size connector cap and was found to be within specification. The observed distorted flare indicates that the flare was securely seated in the cap, and that a significant amount of force was needed for separation. It is possible that the cap could have stretched slightly during separation of the check-flo assembly from the sheath tubing shaft. This report 1820334-2017-00233, is being submitted to capture additional failure of the reported device noted upon receipt for evaluation under 1820334-2016-01627. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a changed is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.